Event description:
It was reported that during insertion, the spring wire guide (swg) became unraveled. The catheter and the swg were removed simultaneously. As a result, another cv-16702 was successfully placed in the patient using the same lot number. There were no reported consequences for the patient. Additional information was received on 06/09/2010 from the (B)(6) complaint coordinator clarifying that the insertion site was subclavian and the event occurred while removing the swg.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.